Manufacturer narrative:
Section g4: manufacturer's aware date was inadvertently omitted from previous report. The correct date was april 4, 2019.

Event description:
Additional information: patient was discharged home on (B)(6) 2019. No further information provided.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The center reported that the patient presented on (B)(6) 2019 with intermittent epistaxis from both nostrils. The patient¿s aspirin was held and cauterization was performed, followed by packing of the patient¿s nose. The packing was removed on (B)(6) 2019 and no further bleeding was present. The patient remains ongoing on vad support and no further related issues have been reported. The hm3 IFU bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. The patient is ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient arrived at the emergency room complaining of intermittent epistaxis(acute hemorrhage from the nostril) from the left and right nares. The patient was hospitalized. The patient had aspirin held in emergency room. Ent evaluated the patient and performed cauterization and packing of nares. Packing was removed on (B)(6) 2019 and no further bleeding has been present. The event was reported as ongoing.